Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at 9:40 am, the patient was at a hospital accompanying her mother when the cgm displayed 50 mg/dl, which then decreased to 40 mg/dl. The patient performed a fingerstick blood glucose (fsbg) measurement, which showed 20 mg/dl. The patient reported symptoms of dizziness and nausea and consumed a pepsi. The cgm did not show improvement following this intervention. The patient then went to the emergency room (ER) front desk check-in, where she was given syrup packets, which she consumed, along with two glucose tablets. The cgm subsequently increased to 61 mg/dl but did not rise further. The patient requested assistance from emergency room (ER) staff, and two additional fsbg measurements were obtained, showing 173 mg/dl and 178 mg/dl. No calibration was performed. While in the emergency room (ER), the patient received intravenous (IV) fluids and IV zofran, as well as unspecified medication for blood pressure unrelated to glucose management. The patient remained in the ER for approximately one hour. At the time of the report, the patient reported feeling well and was at home and had not applied a new sensor. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.